Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016-product analysis: the device was returned and evaluated by product analysis on 01/07/2016 with the following findings: investigation could not duplicate or confirm the complaint. Review of the pump¿s black box revealed no abnormal pump behavior or related alarms. The pump¿s total daily dose was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were appropriately recorded in the pump¿s history. No non-user programmed deliveries were experienced during investigation or confirmed in the black box data. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 560 mg/dl with large ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the total daily dose basal history did not match the programmed basal rates due to a known issue that is expected with normal pump usage: cartridge change and prime menu accessed; it was alleged the bolus history recorded was not accurate as programmed. The reported was unable or unwilling to troubleshoot further by verifying the pump's bolus calculation feature and successful air-bolus delivery. This complaint is being reported because the reported health event was attributed to an alleged pump issue.